Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement, prime/a33 and excessive no delivery test due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 145 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.